Manufacturer narrative:
Mindray clinical representative reported that based on a picture of the monitor alarm limits, the alarm was not triggered because it did not reach the spo2 desat threshold set on that monitor. However, the customer collected logs and requested further investigation. The investigation is ongoing. The customer needs to provide additional details of the occurrence.

Event description:
The customer reported that the benevision n15 monitor (serial number (B)(6)) bed no. (B)(6), did not generate a spo2 alarm. No patient injury was reported.

Manufacturer narrative:
The benevision n15 patient monitor associated with this occurrence was never removed from operations. The customer continued using the monitor normally; therefore, it was not available for evaluation. The log review demonstrates that on october 19, 2023, the n15 performed per specification. The monitor generated multiple alarms during that day. Even upon user setting changes, the data shows that spo2 alarms were generated. The reported problem could not be confirmed, benevision n15 performed according to specifications.

Event description:
The customer reported that the benevision n15 monitor serial number (B)(6), bed no. Jup_pcu_313, did not generate a spo2 alarm. No patient injury was reported.